Event description:
The reporter stated the surgeon inserted an aa4203tl toric optic silicone single piece lens. Stated the posterior capsule tore prior to lens insertion. The surgeon inserted the lens and it did not look right. The surgeon decided to remove the lens and implant a sulcus lens. Reporter stated cause of this incident was pt related and there was no lens malfunction. Reporter did not want to give out pt info.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product found the lens was returned in four pieces. The optic is torn and a piece of plate haptic is torn off and missing. Conclusions - (no device failure) - based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).